Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported the hemostatic valve was not functional because after going transseptal with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and removing the needle and pulling back on it, there was only air coming back instead of blood. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The case continued. There was no patient consequence.

Manufacturer narrative:
On 26-feb-2022, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed the valve was found in good condition. No damage or evidence of inadequate use was observed. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported the hemostatic valve was not functional because after going transseptal with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and removing the needle and pulling back on it, there was only air coming back instead of blood. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The case continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of the backpressure test of the vizigo sheath. Visual analysis of the returned product revealed the shaft was bent and no other damage or anomalies were observed on the vizigo sheath. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation. Investigation findings: mechanical problems identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent in the shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).